Event description:
The customer reported that the power supply for her pump has exposed wires and it sparked. It no longer powers her pump. No injuries were reported.

Manufacturer narrative:
A replacement power adapter was sent to the customer. Multiple attempts that were made to contact the customer to get additional complaint information were unsuccessful. Evaluation summary, for details of the analysis/evaluation performed on the power supply. In summary, a breach in the outer insulation of the cord at the strain relief was present and resulted in an short circuit which could cause sparking. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. Evaluation summary: a visual examination of the power supply revealed no deformations of the transformer housing and broken insulation exposing wires on the dc output cord at the strain relief. The power supply was plugged in and the voltage across the dc plug was measured at 12.6vdc, which indicates that the power supply is producing the correct voltage. No smoke, fire, or sparking were observed. Resistance across the dc plug was measured at 0.75 ohms, which indicates that there is a short in the dc cord. The resistance cord the ac blades measured as 62.4 ohms, which is normal and indicates that the thermal fuse did not blow.